Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center had no image. The issue occurred during preparation for use for an unknown, unspecified procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected :d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there was no image. However, a definitive root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.